Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door sidewalls and inner doors were found to be out of alignment. Subsequently the door switches were adjusted along with the covers. Additionally, pieces of drape and other plastic in the rotor. Those pieces were removed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door open message on the imaging system pendant displayed when attempting to close the gantry door. There was no patient present when this issue was identified.